Manufacturer narrative:
Device evaluation summary: one cadd ms3 pump was returned for analysis in used condition. The device was tested and the volume was off. Based on the evidence, the complaint was confirmed. The reported problem source was identified as faulty mp board.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump was alarming for "low volume" sooner than expected. No adverse effects reorted.